Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that electrode was to short and bent. The blood glucose level was 212 mg/dl. It was stated that last sensor was failed. The troubleshooting was not mentioned. The sensor will not be returned for analysis.